Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 417 mg/dl. Customer stated that screen was dead when she woke up. Customer stated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated display returned after insulin pump restart. Customer stated insulin pump did alarmed a low battery and insulin pump error alarm with power loss alarm. No information about auto mode was given. Customer was unable to troubleshoot for high blood glucose pump. The insulin pump will not be returned for analysis.